Event description:
¿. Healthcare professional reported left side "deflation, capsular contracture baker grade iii, and exchange of textured device due to patient's concern with product". Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis : visual analysis of the photographs identified: ¿ deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation , capsular contracture baker grade iii.